Event description:
It was reported that during a laparoscopic sigma procedure, after first reloading, instrument could only be opened with application of force. After second reloading, instrument could not be opened. No further info is available. It is unk how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: 06/29/2010. Info anticipated, but unavailable at this time.